Event description:
This is a report of a customer that experienced a connection issue between the uv flash transfer set and the uv flash disconnect cap. The customer reported that the transfer set did not connect tightly with the disconnect cap and the patient observed a gap between them. It was reported that this issue occurred with two transfer sets and two disconnect caps. There was patient involvement; however, there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time. This is report 2 of 4 associated with this event.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare corporation for further investigation. A visual inspection was performed with naked eye and a microscope with no issues noted that are related to the reported problem. Functional tests were performed on the device such as leak testing, clear passage testing, clamp function testing and integrity of seal surface testing with no issues noted. A short simulated therapy was successfully performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as cmplnt-(B)(4), cmplnt-(B)(4), and cmplnt-(B)(4).